Event description:
It was reported that the patient presented with painful stimulation and muscle spasms of the jaw, eyes, forehead, and neck. The patient reportedly felt like her head and eyes were bulging. The physician disabled the device but the patient reportedly felt stimulation despite the device disablement. The physician reportedly saw a low impedance warning message despite lead impedances values being within normal limits. The patient was admitted to the hospital and was seen by the epilepsy nurses. The patient's vns was later re-enabled. Diagnostics are within normal limits. A review of device history records showed that the lead passed quality control inspection and was sterilized prior to distribution. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
An update on this event was received from the company representative. The reported low impedance never occurred. Impedances were never out of range. Impedances were lower than a previous impedance test, with values of 2475 ohms and 2529 ohms, but this is well within normal limits. The cause of the adverse events reported were due to the patient's history of mental health issues. The epilepsy center that works with the patient indicated that this is a common occurrence due to their medical history and these events were not occurring with the device. It was again confirmed that there is no malfunction of the device and all the adverse events reported were related to their mental health issues which they did not relate to the vns device. No other relevant information has been received to date.